Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline fault alarm, replace system controller alarm, and power cable damage were confirmed. The heartmate ii system controller (serial number: (B)(6) was returned for evaluation and a log file was downloaded for review. The submitted and downloaded log files collectively contained data spanning approximately 16 days (07sep2022 to 23sep2022 per timestamp). From 8:15:40 to 8:52:26 on 13sep2022, a multitude of atypical events were noted while the white power cable was connected to the power module and the black power cable was connected to battery power. Intermittent replace controller alarms were observed during this timeframe; these alarms activated due to either internal backup mcu faults or driveline faults. The observed driveline fault alarms were active from 8:24:48 to 8:30:15. During this time, phase 2 measured much higher than phases 1 and 3, indicating that there may be damaged wires within the driveline. The speed of the pump also intermittently fluctuated below the low speed limit, reaching values as low as 0 rpm several times. The pump regained a speed above the low speed limit and all atypical alarms cleared when the white power cable was disconnected from the power module and reconnected to battery power sometime after 8:52:26 on 13sep2022. Visual inspection of the returned controller revealed a few areas of outer jacket damage on the black power cable. Fluid ingress was also observed in the area of the jacket damages. Functional testing revealed that the resistances of the wires within cables were slightly outside of the accepted values. Further testing of the individual wires within the cable did not reveal any distinct electrical shorts or open conductors within the cable. The controller was able to operate as intended throughout testing despite the slightly observed increase in resistance. The controller was able to power a test pump for an extended period of time without issue, and no atypical events were able to be reproduced. The root causes of the reported events were unable to be conclusively determined via this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ provides users with detailed instructions on how to shower while maintaining the safety of the patient and the heartmate equipment. Failure to follow these instructions closely may lead to damage of the system controller. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ provides users with descriptions of each alarm that may sound from their system controller. Instructions for how to resolve each of these alarms safely are also provided. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the clinic connected to the power module and after some minutes the pump was unable to maintain the fixed speed. The patient was known to sleep on batteries and reported that they did not experience any alarms while at home. A review of the log files found a massive increase in resistance of the green phase after connecting to the power module. Pump parameters increased to measured high flow and "+++" was displayed. The power measurement was over 20 watts. A driveline fault and replace system controller alarm occurred, and the pump could not maintain the fixed speed some minutes later. The patient was put back on battery support and the alarms resolved and pump parameters went back to normal. A short-to-shield was suspected, and driveline x-rays were planned to be obtained. There was no visual damage to the driveline. On (B)(6) 2022, further troubleshooting was performed in order the localize the driveline issue. The patient was connected to the power module at about 14:05 and the external portion of the driveline was manipulated without triggering any unexpected behavior. The patient also performed several movements of the torso, with no power increases or pump stops observed. Troubleshooting was stopped at about 14:20, and the patient was connected back to a non-grounded cable. On (B)(6) 2022, the patient underwent a heartmate ii to heartmate 3 pump exchange. The system controller was noted to have a defective insulation on the black power cable from daily wear. Part of the insulation was temporarily fixed with rescue tape, and the system controller was exchanged during the pump exchange. Related MFR report #: 2916596-2022-13886.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter email : (B)(6).